Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the device broke during the procedure. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the device could not be observed completely, a portion of the device is shown, confirming that the device broke. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to an excessive force used during the insertion and/or related to an incorrect insertion angle, however it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device [4l02038] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [4l02038] number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via the complaint submission tool, that during an acl repair the surgeon was connecting the 12mm screwdriver with the screw, the screw broke in the middle of the length. The affiliate reported a surgical delay did not occur and fragments were not generated. It was also reported additional surgical intervention was not required and the procedure was successfully completed but additional details could not be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: the date of event was documented as (B)(6) 2019 on the initial report and has been updated as (B)(6) 2019. Subsequent follow-up with the customer, additional information was received. It was reported that the case was completed by leaving the half distance (proximal part) of the screw in the femoral tunnel using the same bone hole to complete the procedure. It was further reported that the device broke in half and the distal part came out on the screwdriver. It was reported that the broken pieces were removed from the patient by using the screwdriver.